Event description:
It was reported that the patient underwent a revision procedure due to the device not work properly that started two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). During the revision procedure the physician did testing and identified a leak in the left cylinder due to a puncture. The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient recovered following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of fluid leak was confirmed. Product analysis identified a leak near the proximal end of the cylinder body attributed to sharp instrument damage. Based on the reported events it cannot be confirmed if this damage occurred during explant or prior to removal. A bulge was identified when inflating the cylinder attributed to fluid between the inner/outer tubes as well as broken fabric threads present. Based on the information provided, product analysis cannot confirm the time of the sharp instrument damage nor if the reported device malfunction was related to the leak or the bulge. The cause of the reported events is therefore not established.

Event description:
It was reported that the patient underwent a revision procedure due to the device not work properly that started two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). During the revision procedure the physician did testing and identified a leak in the left cylinder due to a puncture. The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient recovered following the procedure.